Manufacturer narrative:
Patient identifier - requested but not provided. Age and date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that angio-seal fell apart when trying to insert into sheath. Sheath was exchanged and another angio-seal was used. It was reported that the patient was great and that the procedure outcome was successful. Additional information was received on 1/18/2018: it was reported that the device came apart when attempting to put the device in the sheath. Hemostasis was achieved by the second angio-seal device. Blood loss was very minimal, pressure was applied. The patient was stable and in good condition.